Event description:
On 03/10/2022, it was reported by a sales representative via sems that a ar-6068-45r fastpass lasso broke. This occurred on (B)(6) 2022 during a labral repair while passing the lasso through the tissue the tip broke at the "neck". The broken piece was retrieved, and the case was completed using a new one. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.